Manufacturer narrative:
Corrections were submitted.

Event description:
It was reported that 4 out of 39 (10%) patients required surgical debridement after the having received a calaxo screw with patella tendon graft bone blocks for acl reconstruction - the intraoperative findings in the cases requiring surgical debridement revealed a bulbous prominence extruding from the tunnel. The screws could not be removed with the driver but had to be extracted utilizing rongeurs. At time of removal - the screws had a consistency of white chalk or paste. This information was obtained through literature review: : cox cl, homlar kc, carey jl, spindler kp. Calaxo osteo-conductive interference screw: the value of postmarket surveillance. J surg orthop adv. 2010 summer;19(2):121-4. Pubmed pmid: 20727309.